Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer loaded cartridges with cold insulin and did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.